Event description:
It was reported the patient underwent a revision procedure due to lucency. During the procedure, osteolysis and failure to osteointegrate was noted. Additionally, it was noted that there was massive osteolysis, tibial component loose and removed with no debridement of cement and no cement attached to baseplate. The femoral component was well fixed and excised with minimal bone loss. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: component code: mechanical (g04) - femur d10 - medical product: stemmed nonaugmentable tibial component catalog # 00596401552 lot # 64020535, articular surface catalog # 00596403210 lot # 64061393, palacos r+g bone cement x 2 catalog # 66017569 lot # 89864713, all poly petella catalog # 00597206532 lot # 64093773. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records will not be performed for limited investigations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision operative notes: massive osteolysis, tibial component loose and removed with no debridement of cement and no cement attached to baseplate. Femoral component well fixed and excised with minimal bone loss. After review of the medical records no problem was found with the femoral implant. A definitive root cause cannot be determined for the tibial and articular surface implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.